Manufacturer narrative:
A supplemental MDR is being submitted due to evaluation findings. Sections b2, b5, b7, g6, h2, h6: health impact, health clinical, device code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. As noted, the patient has history of aortic stenosis, and hypertension. It is well known that patients with these pre-existing conditions have an increased risk of developing valve stenosis and structural valve deterioration. As such, available information suggests that patient factors may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by the field clinical specialist (fcs) that approximately 5 years, 9 months, and 9 days post tavr with a 23mm sapien 3 ultra valve the patients valve failed with aortic stenosis and had aortic insufficiency. Per medical record reviewed there was a significant decline in their functional capacity and increase in shortness of breath. The echocardiogram done on 5 years, 11 months, and 10 days post tavr, showed severely reduced left ventricular systolic function, an ejection fraction is estimated at 20%, and global left ventricular hypokinesis. The transcatheter aortic valve is well seated with thickened and severely restricted leaflets. The peak velocity is 3.2 m/s, the mean gradient is 24mmhg, and di 0.2 suggest significant stenosis. There is moderate to severe transvalvular regurgitation.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that approximately 5 years, 9 months, and 9 days post tavr with a 23mm sapien 3 ultra valve the patients valve failed with aortic stenosis and had aortic insufficiency.

Event description:
Additional information was received, and imagery was reviewed and found the leaflets of this 23mm s3u are calcified, especially the right coronary cusp and non-coronary cusp. Also of note, the valve is a bit under-expanded at 21.1mm mid valve (0.5mm added for outer diameter).

Manufacturer narrative:
A supplemental MDR is being submitted due to imagery review. Sections b5, g6, h2, h6: device codes and conclusions in this section have been updated. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation findings suggest that patient factors may have contributed to the event. It was noted that the patient has medical history of valve disease, congestive heart failure and diabetes. These comorbidities may increase the risk of valve stenosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.